Event description:
Procedure type: radical prostatectomy. According to the reporter; the needle detached from the suture immediately when taken from the packaging without mentionable handling. The needle was left inside of the patient.